Event description:
It was reported to philips that the device powers off during the op check - charge shock was pressed and the device cut off. There was no reported patient involvement/adverse patient impact.